Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient on (B)(6) 2016 was hospitalized for gastrointestinal (gi) bleeding on (B)(6) 2016. The patient presented to the emergency department (ed) after calling the ventricular assist device (vad) physician assistant (pa) with shortness of breath for 3 days and fatigue. The patient was admitted for further evaluation of sob, anemia and possible gi bleed. A gi consult on (B)(6) 2016 recommend esophagogastroduodenoscopy (egd)/push endoscopy with anesthesia once international normalized ratio (inr) is down. On (B)(6) 2017, the patient had an egd and showed nodular gave with friability, contact bleeding which was the likely source of bleeding, bands were deployed given the nodular appearance of the gave and expected improved outcome with this approach over apc alone. On (B)(6) 2016, the progress note stated the patient hemoglobin/ hematocrit (hct) remain stable after egd. It was stated that the issue had resolved on (B)(6) 2017. No additional information available.